Event description:
A laboratory customer reported that a patient's conventional pap smear slide was classified by the focal point as no further review (nfr) in the summer of 2003. The patient returned to the physician with symptoms of post coital bleeding. A surepath pap specimen was collected in 2004 and was classified by the focalpoint as review and placed in quintile 1. The laboratory reports that it's follow up to review prior slides for the patient revealed that an hsil result was classified as nfr in 2003.